Manufacturer narrative:
The insulin pump had no button error alarm. The device was received with an intermittent down button response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. The device had a minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No unexpected alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed button error. The customer¿s blood glucose level was 126 mg/dl at the time of the incident. Customer was unable to clear the alarm. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.